Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00592 & 05533).

Event description:
It was reported a patient enrolled in a clinical study underwent a total left hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2011 due to a loose acetabular cup and femoral component. The modular head, taper adapter and femoral stem were removed and replaced.